Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 397,340,316,313s and heparin was given. The valve got partially re-sheathed two time due to the implant was too low. After the implant, the valve migrated to aortic direction. Prior to flexnav ds removal they confirmed that all 3 retainer tabs were released and a post-implant balloon valvuloplasty was not done. The physician snared the valve. A new 35mm navitor vision valve and large flexnav delivery system were chosen. The valve prepared and inserted via left femoral artery (lfa). After traversing aorta, a kink was deployed in the valve, the valve got removed due to patient safety. A new 35mm navitor vision valve and large flexnav delivery system were chosen and successfully implanted. The final implant depth at non-coronary cusp (ncc) was 6.1mm and at left-coronary cusp (ncc) was 5.9mm.